Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. (B)(6).

Event description:
It was reported that after being in deactivated mode for many months upon power-up when the ¿on¿ switch was pressed, the light for the cs100 intra-aortic balloon pump (iabp) would blink and the iabp unit would immediately turn off. It was noted that the cooling fan was working perfectly and the solenoid paper circuit board (pcb) and main board were cross checked with no issues. The battery was checked and charged for a day; however, the same issue occurred. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit and was able to duplicate the reported issue. The fse replaced the main board and the solenoid driver board and all spare parts; however, the customer's reported issue was not resolved. The iabp unit remains out of use pending further evaluation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that after being in deactivated mode for many months upon power-up when the ¿on¿ switch was pressed, the light for the cs100 intra-aortic balloon pump (iabp) would blink and the iabp unit would immediately turn off. It was noted that the cooling fan was working perfectly and the solenoid paper circuit board (pcb) and main board were cross checked with no issues. The battery was checked and charged for a day; however, the same issue occurred. There was no patient involved and no adverse event was reported.

Event description:
It was reported that after being in deactivated mode for many months upon power-up when the ¿on¿ switch was pressed, the light for the cs100 intra-aortic balloon pump (iabp) would blink and the iabp unit would immediately turn off. It was noted that the cooling fan was working perfectly and the solenoid paper circuit board (pcb) and main board were cross checked with no issues. The battery was checked and charged for a day; however, the same issue occurred. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made. However, despite our best efforts, no response has been received to any of our gfes. If additional information is provided, we will submit a supplemental report.